Manufacturer narrative:
Medical device expiration date: unknown. Medical device manufacture date: unknown. Investigation summary: exec summary no physical device samples were returned. The investigation was performed based on the image(s) provided. The customer returned (1) product that is not a bd or embecta product therefore the investigation will only be completed on the image(s) the customer provided in the submission. Customer states that paper from packaging is shredding off. The provided imaged were examined and exhibited what appeared to be safetyglide syringes in a bin with paper shreds in the bin. From the attached photos it is difficult to determine if this material is coming from the safetyglide syringes solely. Therefore the complaint could not be confirmed and the root cause could not be determined. No review of the complaint lot history check for blisterpacks damaged was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review no DHR review can be carried out for the lot number # unknown.

Event description:
It was reported that 1 bd safetyglide¿ insulin syringe had damaged packaging issues. The following information was provided by the initial reporter: the user reported the issue of the paper shredding from the device packages and included the pictures in the report.